Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. Date of event is unknown. Additional information will be provided if available.

Event description:
It was reported the colonovideoscope had an unsupported scope error message e315. This occurred during set up. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The following fields have been updated: d9, h2, h3, h6, and h11. The device was returned to olympus for inspection, where the reported failure was confirmed. Additionally, the device evaluation identified the following reportable malfunction: no image. A definitive root cause could not be identified. However, investigation results suggest that the malfunction, specifically the absence of an image, was likely due to fluid on the connector. The most probable cause of the malfunction was attributed to component failure. If additional relevant information becomes available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
No additional information received from customer.